Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed left venous occlusion. It was also reported that the right ventricular (rv) his bundle lead exhibited unstable thresholds and intermittent capture at full output. The rv his bundle lead was capped and replaced with a rv septal lead on the contralateral side. The right atrial (ra) lead was capped and replaced on the contralateral side. No further patient complications have been reported as a result of this event.